Event description:
It was reported that while positioning for a biopsy procedure, the technician was using the footpedal to lower the c-arm and it continued to lower after the footpedal was released. The patient was sitting in the chair and the c-arm lowered onto the patient's legs. The patient said she was fine and not hurt, the next day she called to say she had bruising on her upper legs. She was due to see the radiologist the next day and he said it was soft muscle tissue bruising. The patient also saw her primary care physician who found the same thing and instructed to take ibuprofen for any pain. It was determined that the footpedal was sticking and needed to be replaced. Our field engineer replaced the footpedals, since then the system is working as intended.